Event description:
The customer reported that their device was showing all three icons (attention, service wrench, and charge-pak) and would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be due to a cracked filter, designator c177 from the analog pcb assembly. The customer received a replacement device.